Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured variable r-waves including small r-wave readings. Capture threshold was also elevated to high values. A revision was performed and confirmed that the lead did not dislodge. However, the slack had pulled out of the lead and there was no slack remaining, which resulted in poor sensing and increased capture threshold. More slack was added and the lead was re-anchored. The lead remains in use. No patient complications have been reported as a result of this event.